Event description:
It was reported that one hour post implant, the patient received multiple inappropriate shocks due to oversensing on the pace/sense portion of the device. The patient was brought back to the operating room, and oversensing occurred with the device both in and out of the pocket. The lead was tested via analyzer and was determined to be functioning normally. The lead pins were cleaned and reinserted into the device, however the oversensing persisted. The device was explanted and replaced, and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Analysis noted grommet damage.